Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-09550. Concomitant medical products: unknown part/lot, oss tibial bearing, unknown part/lot, oss tibial tray, therapy date unknown. Report source: literature: cottino, u., abdel, m. P., perry, k. I., mara, k. C., lewallen, d. G., & hanssen, a. D. (2017). Long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses. Jbjs, 99(4), 324-330. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that radiographs revealed loosening in thirteen patients. No adverse events have been reported. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.